Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. In patient.

Event description:
It was reported that the vertaplex spine cement twin ce was being used in a percutaneous vertebroplasty on (B)(6) 2012 to repair a compression fracture with a metastatic bone tumor. The procedure was considered to be a success, with no patient or user injuries and no adverse consequences. On (B)(6) 2013, a fracture of the l3 vertebra was observed by the surgeon. Attempts are being made to obtain additional information regarding this event.